Event description:
It was reported by service report that the breakaway head section was damaged, and there were missing internal screws and bolts on hinges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section.